Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported the patient had surgery. Five months after it was implanted and the patient had major surgery the procedures the patient had were denied. No further complications were reported.